Event description:
It was reported that during routine follow-up, an electrocardiogram revealed noise and high impedance of the ventricular lead. The patient refused revision and the lead remained implanted. No adverse consequences occurred to the patient.

Manufacturer narrative:
.